Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300-400 (mg/dl) range during the past week. A pump correction bolus was delivered to address bg levels. Reportedly, the customer thinks there is an issue with their infusion site; however, no issues were observed. The cartridge uses humalog and the customer was reminded that humalog is indicated for use up to 48 hours. Customer acknowledged.